Manufacturer narrative:
Block h6: medical device code a15 captures the reportable issue of clip failed to release from the catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was separated from the catheter. It was also noted the control wire had came out of the catheter and separated from the handle section. The catheter was kinked along of its body. Additionally, the clip assembly returned with a portion of the control wire still attached and its arms partially opened. The control wire was kinked and the over sheath was not returned with the device. Microscope examination was performed, and it was observed that the control wire was not inserted properly in the handle and one of the clip arms was bent. The was no evidence of the clip wings inside the capsule windows, indicating the first activation was not performed. Media inspection was performed with the picture provided by the customer, and it was noted that the device was not with the clip assembly and a large corewire is exposed outside the catheter. No other issues with the device were noted. During the product analysis, it was found that the device with the catheter and control wire were highly kinked, and one of the clip arms was bent. Therefore, the kinked/bent condition could have been caused due to manipulation of the device when the physician tried to release the clip. On the other hand, when the handle lose communication with the clip assembly, it is possible that the customer decided to cut the control wire leaving the clip arms partially opened. The reported event was not confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, the clip failed to release from the catheter to deploy and could not be pushed from the scope. Reportedly, the device was removed from the patient and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, the clip failed to release from the catheter to deploy and could not be pushed from the scope. Reportedly, the device was removed from the patient and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.